Event description:
Patient reported right side rupture, "lump in the right breast" and "breast pain/tenderness". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.a.

Event description:
Patient reported right side rupture, "lump in the right breast" and "breast pain/tenderness". Device remains implanted.